Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent an endovascular procedure, where a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was implanted successfully as a femoropopliteal bypass. The proximal part of the delivery catheter came completely loose, after the implantation of the viabahn device. The introducer sheath (unknown manufacturer) was used to retrieve the delivery system. The proximal part that came loose was still attached to the guide wire and could be removed safely from the patient together with the sheath. There was no harm to the patient.

Manufacturer narrative:
H6 codes b14, c21: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b01, c19: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. Evaluation of the returned device indicates separation of the distal shaft from the transition. The knob, endoprosthesis, and deployment line were not returned. The interior of guidewire lumen at the transition bond area shows imprints of the braided distal shaft pattern. There also appears to be exterior damage to the dual lumen near the transition bond area. The reported failure mode of a break in the proximal dual lumen catheter shaft is not consistent with the findings of an intact proximal dual lumen catheter. The root cause of the observed transition bond separation could not be established with the available information. The root cause of the observed exterior dual lumen surface damage at the transition bond could not be established with the available information.

Manufacturer narrative:
H6 codes b14, c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H3 other; h6 codes b01, c19, d15: product investigation report conclusion - the reported primary failure mode, related to a separated proximal delivery catheter shaft, is not consistent with the findings of an intact proximal dual lumen catheter. However, the engineering evaluation did observe a separation of the distal shaft of the catheter from the transition. The cause of the reported primary failure mode could not be established with the available information. The returned device exhibited several forms of damage (e.g. Interior dual lumen imprints of braided distal shaft pattern, exterior dual lumen surface damage). The cause for these damages could not be determined, but they are consistent with damage resulting from an unknown device interaction during withdrawal or manipulation of the device either during or after the procedure. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent an endovascular procedure, where a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was implanted successfully as a femoropopliteal bypass. The proximal part of the delivery catheter came completely loose, after the implantation of the viabahn device. The introducer sheath (unknown manufacturer) was used to retrieve the delivery system. The proximal part that came loose was still attached to the guide wire (unknown manufacturer) and could be removed safely from the patient together with the sheath. There was no harm to the patient.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b22, c20: the medical device returned for further investigations. Preliminary results are not yet available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent an endovascular procedure, where a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was implanted successfully as a femoropopliteal bypass. The proximal part of the delivery catheter came loose, after the implantation of the viabahn device. The sheath (unknown manufacturer) was used to retrieve the delivery system. The proximal part that came loose was still attached to the wire and could be removed from the patient together with the sheath.